Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited an electrogram anomaly. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.